Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. Upon initial observation, the fse found error 57, the only error which doesn't apply to this machine. The fse performed a full calibration procedure, a pm procedure and functional tests. The fse was unable to duplicate failure and found no issues . The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had high drive pressure alarm. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6( investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d10, g1(contact person), h6(clinical code).

Event description:
N/a.

Manufacturer narrative:
No repair information has been provided; however, a supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had high drive pressure alarm. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.